Event description:
The technician alleged the head brake caster was not hiding in brake mode. No patient impact.

Manufacturer narrative:
The technician adjusted the head brake caster to resolve the issue.